Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, instructed the customer on putting the pump into storage mode, and advised steps for the new pump. The customer reverted to manual insulin delivery and was required to return the malfunctioning pump within 10 days using a pre-paid label.